Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not recieved yet.

Event description:
There was no patient involved. Device switch on automatically.

Event description:
There was no patient involved. Device switch on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. The device was returned for switching on automatically. The device records multiple manual power ons in the history log, mainly of ten minutes duration between the (B)(6) 2014 and the last log entry, prior to receipt at heartsine on the (B)(6) 2018. The fault was witnessed during the course of the investigation and was traced back to corrosion on the membrane tail, on the insulation between track 13 (on button) and track 14 (key 3). Furthermore, this corrosion had resulted in an 18v short circuit onto track 14 of the membrane tail. This had resulted in an 18v overvoltage and damage to the microprocessor u25. This had resulted in the device entering 500p CPR advisor mode, and most of the instructional leds remaining illuminated. The fault could not be replicated when the corrosion was cleared. This would confirm a fault with the original membrane due to corrosion on the membrane tail. The corrosion observed on the membrane tail would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity), however, this could not be verified by other means. The concession outlined in the product history review would have had no impact on the fault observed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.